Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Correction h6 medical device problem code of the initial report to remove "1158 - positioning failure". Additional information: h3, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reported event was caused by a high-energy endo-therapy accessory (such as laser, high frequency), being used without sufficient distance from the distal end section of the scope. However, a definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use which state: gif-h190n, operation manual, chapter 3 preparation and inspection, 3.3 inspection of the endoscope. Gif-h190n, operation manual, chapter 4 operation, 4.3 using endotherapy accessories. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited the plastic distal end cover burned. There were no reports of patient involvement.